Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the set replacement post pump line was kinked near the deaeration chamber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the tubing damage could not be determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a kink was observed in the line leading to the air chamber of two (2) prismaflex tpe 2000 sets during therapeutic plasma exchange therapy. High transmembrane pressures were noted "shortly" after the start of therapy. The event occurred two times with one (1) patient and the extracorporeal blood was not returned either time after treatment was discontinued. There was no report of medical intervention associated with this event. No additional information is available.